Event description:
During a da vinci s surgical procedure, the user facility reportedly felt that the maryland bipolar forceps instrument was not very weakly and found that the wire was loose. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a frayed pitch cable at the distal clevis hub. The cable segment containing the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found at the clevis or with any other cables. Electrical continuity testing was performed on the instrument and passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.